Event description:
It was reported that screen on insulin pump went blank and counts and resets itself. It was also reported that insulin pump alarmed displayable history crc check failed on startup. Customer's blood glucose reading was 170 mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).